Event description:
It was reported that a lead integrity alert triggered for oversensing and noise on the lead. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=30.7 counts avg/day, in 8.05 days, between (B)(4)-2012.